Event description:
After delivering three shocks(120,150 and 200 joules) to a pt the clinician attempted a fourth shock and the device displayed a "bridge test failed" message. Complainant did not indicate that there was an adverse effect to the pt.